Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump alarmed for low battery after new batteries were installed. The issue persisted with different new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery life issue was verified in the black box but not duplicated in the evaluation. Review of black box history found drastic voltage drop associated with low battery and replace battery alarms on (B)(6) 2015. Using the return caps, the pump powered up to the display screen with auditory and vibratory features. A rewind/load/prime sequence was executed without any power issues or warnings. The electrical current draws were within specifications. Unrelated to the complaint, a battery compartment was found running from the threads to the case seal along the side of the compartment. Moisture intrusion was evident inside the compartment. A battery compartment leak was demonstrated in a leak test. Pump casing was opened and additional evidence of moisture intrusion was found in the pump interior. (B)(4).